Event description:
It has been reported to philips that the system was not expose. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The reported issue is there was exposure problem. According to the additional information collected the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) evaluated the system remotely and confirmed that there is no issue with the footswitch. A quotation has not been accepted by the customer, since the issue was resolved by hard rebooting the system. Service has not been provided. Few days later, same issue reoccurred. The customer replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.